Manufacturer narrative:
(B)(4). Concomitant products: 11-103200, taperloc por lat fmrl 5.0x130, 772480; 650-1066, cer opt type 1 tpr sleve 0mm, 265850; 650-1057, cer bioloxd option hd 36mm, 2886452; 00700005420, trabecular metalâ acetabular revision shell, 63339909; 00875201036, liner elevated rim 36 mm, 63499147. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00358, 0001825034-2018-00359. Remains implanted.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a revision procedure on the right side. The legal counsel further reports that the patient underwent a second revision procedure and continues to suffer from pain, discomfort, dysfunction, soreness, and loss of range of motion in her right hip post-operatively. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 650-1057 cer bioloxd option hd 36mm 2886452. 00700005420 trabecular metalâ¿¢ acetabular revision shell 63339909. 00875201036 liner elevated rim 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell 63499147. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.